Event description:
It was reported that during ongoing use there was a leak from the console. The site contacted tech services to notify them that the smartfreeze console was leaking. This was not during a procedure and there was no patient involvement, no injury to any other personal was reported. The issue could not be troubleshooted over the phone so a field service engineer went to the site. Damage to the hose that runs between the n2o tank and the processing plate was identified. Replacement of the hose was required. The console is not expected to be returned as it was serviced on site.

Manufacturer narrative:
The console was not returned to boston scientific's post marky laboratory for analysis; however, the console was serviced by a field technician. The report from that service call was analyzed and confirmed the allegation of a leak from the console. A hose connecting the n20 tank to the rest of the console was replaced due to a leak. The cause of the issue was traced to component failure due to the deficiencies of the connecting hose.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during ongoing use there was a leak from the console. The site contacted tech services to notify them that the smartfreeze console was leaking. This was not during a procedure and there was no patient involvement, no injury to any other personal was reported. The issue could not be troubleshooted over the phone so a field service engineer went to the site. Damage to the hose that runs between the n2o tank and the processing plate was identified. Replacement of the hose was required. The console is not expected to be returned as it was serviced on site.